Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the foot pedal was not working. The system was switched out. However, when using the second system, there was no phaco. The case was able to be completed using the second system. Additional information has been requested.

Manufacturer narrative:
The customer reported that the footswitch could not activate the system to generate phaco power. The system was switched out to complete the case. The customer noted the second system had different settings according to the surgeon. The company representative spoke to another facility staff member, and the staff member noted the system didn¿t phaco but then worked fine during the case. The problem only occurred with this surgeon. Other surgeons use the system with no problems. The company representative recommended that both systems should be reviewed and to make sure both systems have the same setting under each surgeon profile. The company representative recommended the customer check the footswitch settings to assure they are all the same in both systems. The company representative recommended the phaco handpiece be cleaned according to the directions for use (dfu). The company representative suggested the customer try reflux and/or flushing the handpiece if the handpiece doesn¿t phaco and/or if they get an occlusion warning. The customer requested service for the system. The company service representative examined the system and the reported event could not be replicated. The company service representative confirmed that the footswitch functioned normally. The company service representative checked the footswitch and phaco power for proper operation. The system event log was reviewed and no system messages were noted for a footswitch problem. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on october 16, 2012. Based on qa assessment, the product met specifications at the time of release. The footswitch serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The system was found to meet specifications; therefore, the root cause of the reported events cannot be established. The footswitch was found to function normally; therefore, the root cause of the reported event cannot be established. The manufacturer internal reference number is: (B)(4).